Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call external ram crc error alarm, unexpected restart alarm, failed battery test, low reservoir alarm, watchdog timeout alarm and low blood glucose. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with orange juice. Troubleshooting for unexpected restart alarm was performed. Customer performed the self-test and passed. Troubleshooting for failed battery test was performed. Customer was advised to replace the insulin pump with a new battery. Troubleshooting for watchdog timeout was performed. Customer advised the up button would not respond. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.